Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo 13.7, -9.5 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vaulting. The problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).